Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. Compatibility guidelines were requested for MRI. The procedure was not due to a problem with the device or therapy. The MRI is unrelated to the pump. The patient reported that they have not used the pump because it was not working. No further information was provided. No patient symptoms reported. The event date was asked, but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.